Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Visual inspection revealed a seized turbine. The service technician opened the device and made the turbine work manually. After manually fixing the turbine, issue was resolved. The turbine began to work normally. Unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1200 turbine did not work. The reported issue was found during inspection before use. The customer confirmed there was no patient involvement associated with the reported malfunction.